Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for an elective device replacement procedure. During this procedure, the device was interrogated, and this right atrial (ra) lead showed decreased sensing and elevated thresholds. As a result the lead was surgically abandoned and a new atrial lead was implanted. No adverse patient effects were reported.